Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the display screen was scratched and dim. The reporter stated that the display could not be read and that there was no lens film on the display. The reporter stated there was no improvement with battery changes or a contrast reset. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.